Event description:
Healthcare professional called to report left side deflation, capsular contracture baker grade ii and left side replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed yellow particles on the surface of the device. Observed broken plug strap assessed as unidentified (tear) opening and missing piece of plug strap assessed as inconclusive. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report left side deflation, capsular contracture baker grade ii and left side replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.